Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthropathy ("issue with joints"), tooth disorder ("issue with teeth"), anxiety ("anxiety") and fatigue ("fatigue"). The patient was treated with had her tubes removed and d&c done at the same time. Essure was removed. At the time of the report, the menorrhagia, arthropathy, tooth disorder, anxiety and fatigue outcome was unknown. The reporter considered anxiety, arthropathy, fatigue, menorrhagia and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety, fatigue, menorrhagia, arthropathy and tooth disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthropathy ("issue with joints"), tooth disorder ("issue with teeth"), anxiety ("anxiety"), fatigue ("fatigue") and menstrual disorder ("passing clots like 2- 3 inches"). The patient was treated with had her tubes removed and d&c done at the same time. Essure was removed. At the time of the report, the menorrhagia, arthropathy, tooth disorder, anxiety, fatigue and menstrual disorder outcome was unknown. The reporter considered anxiety, arthropathy, fatigue, menorrhagia, menstrual disorder and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety, fatigue, menorrhagia, arthropathy and tooth disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Processed with fu. No. 01. New event added: passing clots like 2- 3 inches. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthropathy ("issue with joints"), tooth disorder ("issue with teeth"), anxiety ("anxiety"), fatigue ("fatigue") and menstrual disorder ("passing clots like 2- 3 inches"). The patient was treated with had her tubes removed and d&c done at the same time. Essure was removed. At the time of the report, the menorrhagia, arthropathy, tooth disorder, anxiety, fatigue and menstrual disorder outcome was unknown. The reporter considered anxiety, arthropathy, fatigue, menorrhagia, menstrual disorder and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety, fatigue, menorrhagia, arthropathy and tooth disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: as per the mail confirmation this case was duplicate of case (B)(4). All the information was transferred from case (B)(4) to this case. Reporter information was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.